Event description:
The patient received 4 valves on (B)(6) 2025. On (B)(6) 2025, the patient was admitted to the hospital with copd exacerbations, pneumonia and rapid decline. The patient was released from the hospital on (B)(6) 2025. Patient expired (B)(6) 2025.

Manufacturer narrative:
Correction of report as this initially submitted report was incorrect.

Event description:
Three valves were implanted in the right upper lobe. Patient did get a pneumothorax after the procedure. The valves were all eventually removed and the patient refused intubation. Md clarified the valves themselves did not cause the patient death. A narrative has been requested from the md for additional information.